Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00361 on oct 25, 2022. Nov 14, 2022 and nov 15, 2022 additional information: an outside the united states customer reported an elevated atellica im high-sensitivity troponin I (tnih) result on one male patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for a potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 462 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (465, 456 ng/l). This indicates a sample/patient specific incident. The customer also had the specimen run on another alternate method troponin I which resulted 68.09 ng/l which is also above the reference interval for that method (alternate method reference interval: female 10ng/l; male 20ng/l). The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate methods will have similar results. As per the atellica im tnih instructions for use (IFU) there are conditions other than acute myocardial infarction which can cause elevated troponin I. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
The customer obtained a discordant atellica im 1300 high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was tested on an alternate method and the result was lower. The initial result was reported to physician(s), who questioned the result. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant elevated atellica im tnih results.

Manufacturer narrative:
An outside the united states customer obtained a discordant atellica im 1300 high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was tested on an alternate method and the result was lower. Calibration and quality control (qc) have been within specifications for tnih. The customer mentioned that the laboratory sends the patient report to central lab for review by chemical pathologists. The laboratory has not retained any sample for testing by siemens and cannot advise any impact on patient treatment or outcome. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.